Event description:
According to the reporter, during a digestive procedure (right colectomy), the surgeon encountered a problem when stapling the small intestine. When the doctor ask for refill there was a stapling defect towards the groove of the forceps 3 times in a row. As a result, there was an increase in bowel resection. What followed was complicated by a defect in the vascularization of the small intestine. A new device with different lot number was used to resolve the issue. It was noted that there was a augmentation of small bowel resection. The surgical time extended 30 minutes or more due to the product problem. Product was received without accompanying information.

Manufacturer narrative:
D10 concomitant products: gia8038s, gia8038s gia 80-3.8sgl use reload stap (lot#:p3j0752); gia8038l, gia8038l gia 80-3.8sgl use loadingunit (lot#:p3h0842); gia8038l, gia8038l gia 80-3.8sgl use loadingunit (lot#:p3h0842); gia8038l, gia8038l gia 80-3.8sgl use loadingunit (lot#:p3h0842); gia8038s, gia8038s gia 80-3.8sgl use reload stap (lot#:p3d0341) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the staple line was incomplete. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.